Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient was implanted with plate and screws on an unknown date. Patient was returned to the or on an unknown date for removal of hardware, reason unknown. Complaint was sent for information only, no further information is available. This is 3 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. The investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The plate was received with minor surface scratches on both the top and bottom sides of the plate. There was also significant scratches near hole 2 and the k-wire hole near hole 4. All holes had some distortion/deformation of the interior wall or thread features. Excluding the features that were damaged, and therefore unable to be evaluated, all holes/features checked met specifications at time of product release.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.